Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an operational check defibrillation failure; shock equipment malfunction. Yes, the device was reported as being available for clinical use at the time the issue was discovered, but no patient involvement was mentioned. The initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.